Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having two insulin pumps with malfunctions, one with a button error alarm that could not be resolved, and the other with a lost sensor alarm. Customer reported being on a backup plan because the insulin pump with the button error did not deliver her insulin. Customer reported experiencing a blood glucose value of 37-40 mg/dl during her sleep, and that her husband helped her treat it with juice. Customer reported then waking up to the button error alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. However, the customer declined the replacement and will use her backup insulin pump. Nothing further reported.